Event description:
Accidentally ingested a tablet of denture cleanser [accidental device ingestion] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (polident denture cleanser) tablet (batch number 4l9t, expiry date june 2021) for product used for unknown indication. On an unknown date, the patient started polident denture cleanser. On an unknown date, an unknown time after starting polident denture cleanser, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident denture cleanser was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (phone) on (B)(6) 2022. Consumer reported that, "my family member accidentally ingested a tablet of denture cleanser, time was approximately at 16:50, product is polident denture cleanser 150 tablets, currently there is no situation of being physically unwell. Lot: 4l9t, mfg: 2019.07, exp: (B)(6) 2021. Agreed to share personal information with safety team, agreed for safety team to follow-up."

Manufacturer narrative:
Argus case ID: (B)(4).